Event description:
Customer initially reports tips broken during procedure. No pt injury. On (B)(6) 2013, customer reports the dentist was performing a surgical extraction and two burrs broke. The tips were suctioned out and there was no pt injury but potential for swallowing tips. Event occurred in (B)(6), customer can certain.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.